Event description:
Reported due to retroperitoneal hemorrhage and pt death. On an ink date, a pt had a femoral arteriotomy closed with a starclose device. The stick was antegrade, and the pt had 2 prior procedures with femoral artery access within the previous 2 weeks. Exact sites of arterial access are unk. After the starclose closure, the pt's blood pressure dropped. CT scan confirmed retroperitoneal bleed. The pt expired 1.5 hours later. Attempts to gather further info from the hosp were unsuccessful.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.